Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the implantation of the cage the implant burst intraoperative. There was no prolongation of surgery reported and no patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the implant broke off. Investigation of documentation for production and material give evidence that the implant was produced under specifications in 2013. Failure in material or production could not be detected. Afterwards it is unfortunately not possible without any further knowledge to detect the exact cause of the broken implant. A high force affected to the implant which caused a material fatigue and finalized into the breakage. You may be assured that we have taken note of your input, this report has been entered in our market vigilance system and the corresponding statistical data will be kept under trending. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.